Event description:
The customer obtained non reproducible psa patient result on the unicel dxi 800 access immunoassay system. The initial result was 4.05 ng/ml above the total psa hybritech calibration reference range of 0 to 4 ng/ml. The initial reflux value was 2.99 ng/ml and additional reflux values were 3.08 ng/ml , 3.24ng/ml, and 3.36 ng/ml. Total sample %coefficient of variation (cv) (5 replicates) was calculated at 13%. IFU precision claim is less than or equal to 7% at values greater than or equal to 1.4 ng/ml. The sample was serum and collected in 15x100 serum tube and was refrigerated for <24 hours. The specimen was sampled from 2ml insert cup and centrifuged at 3000 rpm for 10 minutes at room temperature. On (B)(6) 2012 system check was performed and met requirements. Qc data from (B)(6) met customer specifications. Qc was ran before the event and qc was within range.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was on site and performed the following: replaced the aspirating probes; cleaned and lubricated the pipettor guide shafts; ran a system check test protocol, results well within specifications; verified ultrasonic readings and voltage settings; checked the pipettor alignment; ran the service pipettor matching verify assay. The fse did not note any specific hardware issues with the instrument. Electronic instrument data was reviewed and no issues were noted. Pre-analytical sample was reviewed and no issues were noted. Concomitant free psa replicates on same sample did not demonstrate any precision issues either. The cause of this event is unknown.